Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its door was not open. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer found that auxiliary drawer number five, a full-height qb drawer, was clicking when the escort attempted to recover the failure. The drawer did not open, but a clicking sound was heard. The fse removed the drawer from the station and inspected the rear components. An old-style latch inseparable was found. The fse removed the old-style latch and replaced it with the new large magnet version. After reinstalling the drawer into the auxiliary chassis, the fse reconnected the pyxis bus cable and restarted the station. The field service engineer also removed the failed full-height drawer number six from the auxiliary chassis and inspected its rear components. Another old-style round peg in a square hole latch inseparable was found and replaced. After reassembling the drawer, the fse reinstalled it into the auxiliary chassis and reconnected the pyxis bus cable. The station was rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its door was not open. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.